Manufacturer narrative:
The investigation was limited to available info, trial head was not returned. Device history record review was not possible as lot number unk. A five-year complaint database search resulted with no similar incidents.

Event description:
During a surgery, the surgeon had a trial head dislodged from the trial neck and ended up in the anterior capsule where it could not be retrieved. A 45-minutes surgical delay was encountered.